Event description:
I had mentor silicone breast implants placed in (B)(6) 2012. Which within 2 yrs, I started having chronic fatigue, brain fog, worsening migraines, hyperthyroidism which turned into hypothyroidism, weight gain. Reactivation of (B)(6) which caused me to have low grade fevers 5-6 days a week for 6 months with extreme fatigue. Right sided sharp pain in the breast, shortness of breath, worsening depression and fatigue. Post nasal drip, constant sinus infections which led me to have nasal surgery.